Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during dwell one of two on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that they had not been connected when therapy was initiated. The technical service representative assisted the hp in clearing the alarm and reviewed proper procedures with the hp. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient not being connected to the setup when therapy is initiated is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.